Manufacturer narrative:
"Patient outcome code" is changed from "insufficient information" to "no clinical symptoms" due to potential ack3 failure.

Event description:
It was reported to philips that the ECG failed intermittently. Patient involvement status is unknown and requested information has been sent out. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.